Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The authorized service provider (asp) inspected the device on 16mar2025 during periodic maintenance and, during a check of the device event log, found that a backup alarm failed alarm had occurred. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the issue. The asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.